Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(6) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(6) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the user was unable to retrieve medication or complete a cycle count properly. A technical support specialist remoted in via logmein, identified an "item lock" error, and informed the client to contact the pharmacy to resolve the issue. No additional information available.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower user was unable to retrieve oxy medication or complete a cycle count properly. There were no adverse events or injuries reported based on this incident.